Manufacturer narrative:
H10, h3, h6: while the thumbscrew was intended for use in treatment, during assembly of the handpiece, the scrub tech was tightening the screw that holds the clam shell closed. She righted it by hand and then gave a quarter turn with the t-wrench and the screw broke off. Some of the screw is broken off inside the screw hole. They opened a backup navio tray and used a different hand piece. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. Product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. The device was returned and investigated. Based on the investigation and the prior complaints received, it is likely that the event occurred due to the reported failure. The malfunction is most probably due to excessive force from the user when tightening the thumbscrew.

Event description:
It was reported that during the assembly of the handpiece, the tech was tightening the screw that holds the clamshell closed. She righted it by hand and then gave a quarter turn with the t-wrench and the screw broke off. Some of the screws are broken off inside the screw hole. Another handpiece was used to start with the case. The device was not being used with a patient during the event.